Event description:
The customer reported a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.